Manufacturer narrative:
H11: aslan r, erbin a, eryilmaz r, taken k. Comparative evaluation of bilateral pudendal nerve blockade and periprostatic nerve block in transrectal ultrasound guided prostate biopsy: a prospective randomised trial. Cent european j urol. 2020;73(2):140-145. Doi: 10.5173/ceju.2020.0075. Epub 2020 jun 19. Pmid: 32782832; pmcid: pmc7407776. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an research paper of "urological oncology" of article titled, "comparative evaluation of bilateral pudendal nerve blockade and periprostatic nerve block in transrectal ultrasound guided prostate biopsy: a prospective randomised trial", that sometime later post transrectal ultrasound guided prostate biopsy procedure by using mission disposable core biopsy needle to evaluate the effective pain control by comparing with bilateral pudendal nerve blockade and periprostatic nerve block procedure, out of ninety one patients, there were one occurrence of rectal bleeding, hematuria, urinary retention and acute prostatitis. It was further reported that all the patients experienced pain during local anesthesia application, during placement of rectal probe and manipulation and during needle penetration into the prostate tissue and sampling. However, the current status of the patient was unknown.